Event description:
It was reported that a user applied a dexcom g7 continuous glucose monitor (cgm) sensor, forgot to enter the pairing code, and the ilet bionic pancreas app was set to dexcom g6, which prevented proper pairing until the configuration was corrected and the g7 pairing code was entered. No clinical signs, symptoms, or conditions were reported. Outcomes included no hospitalization, no emergency treatment, and no alerts or alarms. User support included troubleshooting and education to select the correct cgm type and enter the correct pairing code. Investigation of this case revealed user setup error, with the device functioning as designed once configured to g7 and paired with the provided code. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect sensor type selection and omission of the pairing code.